Event description:
It was reported that a pocket revision was performed. No patient symptoms were reported. No interventions or outcome was reported regarding this event.further follow-up is being conducted to obtain this information. A follow-up report will be submitted when more information becomes available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the cause of the pocket revision was to move the pump from the right posterior to the right anterior position, as the pump was uncomfortable for the patient because they had recently lost weight. The patient was doing very well after the revision and was receiving good therapy.

Manufacturer narrative:
Concomitant: product ID neu_unknown_cath, product type catheter. (B)(4).